Manufacturer narrative:
This report is a duplicate report, as this issue was previously reported under an alternative report. This record was also updated to include the catalog number and serial number.

Event description:
It was reported that the rear loading wheel is broken off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the rear loading wheel is broken off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The device is currently pending evaluation and the model and serial number have not yet been provided.